Event description:
Caller reported difficulty with the wake button on their pump, which required multiple presses to activate. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.